Manufacturer narrative:
Summary of analysis: the reported eos was the result of low module voltage due to normal battery discharge. The battery is expired-normal. Analysis of the observed low amplitute on ventricle was terminated when normal operation was seen after the hybrid was opended.

Event description:
The rptr indicated that the device was explanted because it had reached end of svc. The rptr also stated that during the explant, the pacer would not release the lead.